Event description:
Customer called to report that the insulin pump has a damaged display screen. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and a bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.